Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 33-year-old female patient who had essure (batch no. 627283) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Concurrent conditions included overweight. In april 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and weight decreased ("weight loss"). In 2012, the patient experienced hypotension ("low blood pressure"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary incontinence ("bladder incontinence"). In 2014, the patient experienced peripheral swelling ("swelling of feet"), varicose vein ("varicose veins") and ovarian cyst ("ovarian cyst"). In 2015, the patient experienced tooth loss ("dental problems : loss of teeth"). On an unknown date, the patient experienced rash ("skin rash"), bladder disorder ("bladder issues"), alopecia ("hair loss"), pain in extremity ("legs (pain)"), hypoaesthesia ("leg numbing") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, pain in extremity and abdominal pain lower was resolving, the rash, bladder disorder, urinary incontinence, hypotension, tooth loss, weight decreased, peripheral swelling, varicose vein, alopecia, ovarian cyst and hypoaesthesia outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, alopecia, bladder disorder, dyspareunia, hypoaesthesia, hypotension, menorrhagia, ovarian cyst, pain in extremity, pelvic pain, peripheral swelling, rash, tooth loss, urinary incontinence, vaginal haemorrhage, varicose vein and weight decreased to be related to essure. The reporter commented: current weight 138 lbs on (B)(6) 2018 patient underwent (unilateraloopherectomy) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. In 2010 x-ray : essure confirmation test : total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 33-year-old female patient who had essure (batch no. 627283) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Concurrent conditions included body mass index normal. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and weight decreased ("weight loss"). In 2012, the patient experienced hypotension ("low blood pressure"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary incontinence ("bladder incontinence"). In 2014, the patient experienced peripheral swelling ("swelling of feet"), varicose vein ("varicose veins") and ovarian cyst ("ovarian cyst"). In 2015, the patient experienced tooth loss ("dental problems : loss of teeth"). On an unknown date, the patient experienced rash ("skin rash"), bladder disorder ("bladder issues"), alopecia ("hair loss"), pain in extremity ("legs (pain)"), hypoaesthesia ("leg numbing") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, pain in extremity and abdominal pain lower was resolving, the rash, bladder disorder, urinary incontinence, hypotension, tooth loss, weight decreased, peripheral swelling, varicose vein, alopecia, ovarian cyst and hypoaesthesia outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, alopecia, bladder disorder, dyspareunia, hypoaesthesia, hypotension, menorrhagia, ovarian cyst, pain in extremity, pelvic pain, peripheral swelling, rash, tooth loss, urinary incontinence, vaginal haemorrhage, varicose vein and weight decreased to be related to essure. The reporter commented: current weight 138 lbs. On (B)(6) 2018 patient underwent (unilateraloopherectomy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. In 2010 x-ray : essure confirmation test : total bilateral occlusion . Most recent follow-up information incorporated above includes: on 7-sep-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder incontinence, low blood pressure, dental problems : loss of teeth, weight loss, swelling of feet, varicose veins, hair loss, ovarian cyst, legs (pain), leg numbing, lower abdomen pain", reporter, historical condition added from pfs. Lot number added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 33-year-old female patient who had essure (batch no. 627283) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy and ovary removal. *in 2010 x-ray : essure confirmation test : total bilateral occlusion. Concurrent conditions included overweight. Concomitant products included diphenhydramine hydrochloride since 2016 and ibuprofen since 2017. In (B)(6)2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight decreased ("weight gain / loss (specify which one) weight loss"). In 2012, the patient experienced hypotension ("blood or heart disorder / condition - type: low blood pressure"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary incontinence ("bladder or urinary problems or changes bladder incontinence"). In 2014, the patient experienced peripheral swelling ("swelling of feet"), varicose vein ("varicose veins") and ovarian cyst ("ovarian cyst"). In 2015, the patient experienced tooth loss ("dental problems : loss of teeth"). On an unknown date, the patient experienced rash ("skin rash"), bladder disorder ("bladder issues"), pain in extremity ("legs (pain)"), hypoaesthesia ("leg numbing"), abdominal pain lower ("lower abdomen pain"), pruritus ("itching"), procedural pain ("three months after my hysterectomy I am still in pain") and abdominal distension ("bloating/stomach feels very swollen"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, dyspareunia, pain in extremity and abdominal pain lower was resolving, the rash, bladder disorder, urinary incontinence, hypotension, tooth loss, weight decreased, peripheral swelling, varicose vein, alopecia, ovarian cyst, hypoaesthesia, pruritus, procedural pain and abdominal distension outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, bladder disorder, dyspareunia, hypoaesthesia, hypotension, menorrhagia, ovarian cyst, pain in extremity, pelvic pain, peripheral swelling, procedural pain, pruritus, rash, tooth loss, urinary incontinence, vaginal haemorrhage, varicose vein and weight decreased to be related to essure. The reporter commented: current weight 138 lbs. On (B)(6)2018 patient underwent (unilateraloopherectomy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. X-ray - in 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media : itching, procedural pain, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2019: social media received. Event : itching, three months after my hysterectomy I am still in pain, bloating/stomach feels very swollen added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), dyspareunia ("painful intercourse") and bladder disorder ("bladder issues"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, dyspareunia and bladder disorder outcome was unknown. The reporter considered bladder disorder, dyspareunia, pelvic pain and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.